Event description:
It was reported that the video system center did not produce an image. The issue occurred during inspection for use intended for an unspecified procedure. There was no report of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus confirmed and presumes that the cause is failure of the video connector. The root cause could not be determined. Olympus will continue to monitor field performance for this device.